Manufacturer narrative:
Device evaluation : analysis was unable to confirm the customer comment , the epg passed all incoming tests . No anomalies were found. Event date -month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the external pulse generator (epg) displayed a battery issue, the epg was not turning on properly, turning on and off. It was noted that the battery was changed and the issue remained. There was no patient involvement reported.